Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: smooth broken on anterior, crease fold, stress marks and wear abrasion. Based on the device analysis the final assessment is: a smooth broken on anterior assessed as smooth broken. Additional, changed, and/or corrected data: d9, g1, h3, h6